Manufacturer narrative:
Additional manufacturing narrative: other, additional manufacturing narrative (if other): the returned device was evaluated. Visual inspection revealed some scratches on the screen as well as some small air bubbles under the lens. The unit was able to power on; however, large sections of the touchscreen were unresponsive, which was most likely due to the scratches and air bubbles on the screen lens. The touchscreen was replaced and the unit functioned as designed. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues prior to this reported event. Customer zip/postal code exceeded maximum allowable digits, zip/postal is as follows: (B)(6).

Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that the screen display changed without being touched. No known impact or consequence to patient.